Event description:
A nurse reported the xenon lamp turned off during a procedure. The light system was switched out to complete the case. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the reported problem. The company representative replaced the lamp and cleaned the filter. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause cannot be determined conclusively. (B)(4).